Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced acute anemia and upper gastrointestinal bleeding (gib). The patient received units of packed red blood cells, a topical alpha agonist, an oral vasodilator, intravenous sodium chloride, oral vitamin d and a subcutaneous antiemetic. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, gastrointestinal bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Product event summary: the ventricular assist device (vad) (B)(6) and associated outflow graft (lot no: 2002822983) were not returned for evaluation. No performance allegations were made against outflow graft (lot no: 2002822983). This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced acute anemia and upper gastrointestinal bleeding (gib). The patient received units of packed red blood cells, a topical alpha agonist, an oral vasodilator, intravenous sodium chloride, oral vitamin d and a subcutaneous antiemetic. It was further reported that the patient had an esophageal mass that was found on enteroscopy. The mass was biopsied to have barrett's esophagitis in the lower third of the esophagus and the tumor was staged as t2 no mx. Computerized tomography (CT) showed no source of bleeding and the patient's mean arterial pressure (map) was 85 mmhg. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gastrointestinal bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient had an esophageal mass that was found on enteroscopy. The mass was biopsied to have barrett's esophagitis in the lower third of the esophagus and the tumor was staged as t2 no mx. Computerized tomography (CT) showed no source of bleeding and the patient's mean arterial pressure (map) was 85 mmhg.

Manufacturer narrative:
Additional codes a supplemental report is being submitted for corrections. B5 description of event problem corrected to include that the patient received a topical alpha agonist, an oral vasodilator, intravenous sodium chloride, oral vitamin d and a subcutaneous antiemetic. Additional codes corrected to include f2303. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient received a topical alpha agonist, an oral vasodilator, intravenous sodium chloride, oral vitamin d and a subcutaneous antiemetic.

Manufacturer narrative:
Concomitant medical products: 0184 lead, 4470 lead, implanted: (B)(6) 2010. This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient was admitted due to experiencing acute anemia and upper gastrointestinal bleeding (gib) associated with hemoglobin (hgb) of 5.2, international normalized ratio (inr) of 1.9, blood pressure of 92/65 and heart rate of 68. A repeated labs showed hgb at 5.7 and hematocrit at 17.4. The patient received 11 units of packed red blood cells (prbc). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.